Manufacturer narrative:
The explanted trial leads were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that following a trial procedure, the patient had an allergic reaction to the tape holding the leads in place. The trial leads were explanted, and the issue was resolved.